Event description:
Per the info provided to co by the physician"s office, the device was removed due to "loss of fluid/cylinder/pump/tubing." As reported to co, only the pump and connectors were removed and replaced, leaving the rest of the device in place.